Event description:
Patient complained of burn on chest from sensor. Routine polysomnogram was performed with transcutaneous co2 monitoring. The following day, there was a burned spot about 6mm in diameter at the electrode site.======================manufacturer response for transcutaneous co2 monitor, radiometer (per site reporter).======================unit was sent to manufacturer for evaluation. All tests were within the acceptable range. The only problem was the need to replace the internal battery (not related to the incident). Log files and user reports indicate the sensor was left in the same spot for 8hrs. Instructions indicate the sensor should be moved every 4 hours.